Manufacturer narrative:
(B)(4). G2: foreign: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure the screwdriver from acetabulum screw broke off in the screw. Point screwdriver was left in the implanted cup in patient. Cup and liner were properly implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination: the setting instrument has been returned for an investigation. The ring at the tip of the instrument has fractured off and the clamping ring is missing. Both rings were not returned. A review of the device manufacturing records could not be performed as the device is exempt from incoming inspection. No complaint history is required per complaint investigation procedure, as the failure mode was previously investigated as part of corrective action that resulted in a change to the design. The setting instrument was manufactured before the implementation of design. Based on the returned device, the reported event can be confirmed. The most likely root cause leading to the fracture of the instrument might be related to instrument design and/or conditions of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.